Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Potential causes for difficulty recovering the filter include, but are not limited to, anatomical conditions, interaction with associated devices, user technique, or large embolic load. The investigation was unable to determine a conclusive cause for the reported retraction issue. In this case, it is possible that there was resistance with the anatomical conditions of the patient or large embolic load and did not allow proper retrieval of the filter while pulling on the barewire; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a common carotid artery. The physician described difficult recapturing the filter system of an emboshield nav6, as there was an inability to use the dedicated probe to remove the filter during multiple catheterization procedures. However, the filter was able to be recaptured at the end of the procedure. The physician could not confirm why there was difficulty recapturing the filter system. The patient experienced perioperative ischemic stroke (left hemiplegia) on carotid thrombosis which was confirmed to be due to a dissection of the right internal carotid during a dilation and stenting procedure after restenosis of the right carotid artery. Improvement of hemiparesis (9 months after the incident) was noted. It was confirmed that the emboshield nav6 device did not cause or contribute to the patients adverse effects. There was no clinically significant delay or prolonged hospitalization due to the use of the emboshield nav6. No additional information was provided.